Event description:
Patient to or for aneurysm. Endo vascular graft device fractured, and the sheath in the upper portion of the device separated, so that the main body could not be deployed any further.